Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® k2e 10.8mg plus blood collection tubes, 10 tubes were missing a label. There was no health impact or consequences reported.

Event description:
It was reported prior to use of bd vacutainer® k2e 10.8mg plus blood collection tubes, 10 tubes were missing a label. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd received 3 photos for investigation. The photos were reviewed and the indicated failure mode for missing label was observed. Additionally, 100 retention samples from bd inventory were visually inspected and no missing labels were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.